Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the end of the bd insyte¿ IV catheter was "not cut properly" before use, rendering the device defective due to risk of breakage. The following information was provided by the initial reporter, translated from french to english: "end of the plastic not cut properly risk of end breakage."

Manufacturer narrative:
H.6. Investigation summary: photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by the manufacturing process h3 other text : see section h.10.

Event description:
It was reported that the end of the bd insyte¿ IV catheter was "not cut properly" before use, rendering the device defective due to risk of breakage. The following information was provided by the initial reporter, translated from french to english: "end of the plastic not cut properly risk of end breakage."

Event description:
It was reported that the end of the bd insyte¿ IV catheter was "not cut properly" before use, rendering the device defective due to risk of breakage. The following information was provided by the initial reporter, translated from french to english: "end of the plastic not cut properly risk of end breakage."

Manufacturer narrative:
H.6. Investigation: it was received at bd, an unused needle-free catheter. According to visual analysis of the sample under increasing coordinate measuring equipment (three-dimensional), damage to the catheter tip can be observed, verifying the client's report. Based on the investigations conducted it can be determined that the root cause for this claim was caused during the tipper catheter pointing step. The mandrel was changed, die cleaning, settings parameters and machine tracking during a maintenance request. H3 other text : see h.10.